Event description:
Level 1, inc. Received a report from its distributor in the united kingdom that a hospital reported that the plastic pressure cover on a h-250 broke and a six inch length of plastic flew past an anesthetists head. There was no injury to the anesthetist.